Event description:
It was reported that during a breast biopsy procedure, the doctor noticed metal shavings in the sample specimen. There was no evidence of a previous biopsy. The biopsy was completed.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.